Event description:
I use a dexcom g7 continuous glucose monitor to track my blood sugar as I am a type one diabetic and I wear an insulin pump. The g7 sensors are supposed to last 10 days. In the last 30 days I have had three sensors fail. The first failure was a sensor that would not pair with my tandem t-slim x2 insulin pump. The next two failures occurred within a day or two of activation and application of the sensor on my body. I questioned dexcom about their quality control, and whether or not there were any recalls on the sensors, but the call center agent in the philippines was unaware of any problems and I was unable to contact a us based agent. I believe there should be a warning about the unreliability of these devices and an investigation into their certification.